Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. After unrelated repairs were performed, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently unable to complete a power on cycle and appeared to lock up with a solid white screen. There was no report of any patient use associated with the reported issue.